Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following section has been updated: b4, g3, g6, h2, h3, h6, h10. Pictures have been received. The reported event was confirmed. Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bag of bone cement is broken even before the bone cement box was open. When cement powder bag was taken out off the box, the cement powder splatter. Then we had to open another bone cement box instead. No adverse event has been reported as a result of the malfunction.

Event description:
It was reported that the bag of bone cement is broken even before the bone cement box was open. When cement powder bag was taken out off the box, the cement powder splatter. Then we had to open another bone cement box instead. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.